Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had constant pain since essure (fallopian tube occlusion insert) insertion. She mentioned a hysterectomy at age of (B)(6). This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started since essure placement and no alternative explanation was provided. Therefore causality with the suspect insert cannot be excluded. In addition non-serious events were reported. In this case, consumer stated she never imagined she would have to have a hysterectomy, and thanks to essure she did. Although it is unclear if this surgery was actually performed; as no follow-up will be possible, this case was regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1055, awareness date 01-sep-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Consumer stated that when they did the procedure she was in the doctor office in a lot of pain. Since she has had it she has been in constant pain, migraines, lack of energy, vitamin d constantly low, and many other problems. It is hard for her to get out and do anything with her boys, she hates that she made the decision to get this done. She is depressed all the time because of the fact she could not do anything with her kids. She did not even have a sex life it has taken that away from her also which caused her now ex-husband to leave her because he did not understand. She never imagined at the age of (B)(6), she would have to have a hysterectomy but she did thanks to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had constant pain since essure (fallopian tube occlusion insert) insertion. She mentioned a hysterectomy at age of (B)(6). This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started since essure placement and no alternative explanation was provided. Therefore causality with the suspect insert cannot be excluded. In addition non-serious events were reported. In this case, consumer stated she never imagined she would have to have a hysterectomy, and thanks to essure she did. Although it is unclear if this surgery was actually performed; as no follow-up will be possible, this case was regarded as incident. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.